Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 29, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 4315). Method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. Adapters are 100% tested prior to release including pump interface testing. Retention samples are not kept for this product line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the centrifugal pump adapter is not holding the head in properly. As per the user facility, it was held firmly by hand for the entire case by a second assistant, and used unit until replacement is received. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.